Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number is not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the system was not allowing medications to be issued. A technical support specialist advised to wait until after 1600 and confirmed that the customer was able to issue the medication. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that at bd pyxis¿ medbank tower while trying to issue meds to a patient they would select the meds to dispense, hit dispense, it would go to the bd splash screen but then went back to the medication select screen instead of moving forward to the issue screen. There were no adverse events or injuries reported based on this incident.